Manufacturer narrative:
The customer¿s report was identified as a break between the upper fitment and vented spike adaptor. The stress marks and uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Further visual inspection (including use of microscope) did not reveal any other damage or anomalies to the remainder of the set. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The break occurs between the vented spike and the upper fitment. No other anomalies or damages were observed. Functional testing could not be performed due to the set¿s break. Closer inspection of the two exposed surfaces of the broken vented spike component revealed that the broken surfaces were uneven and jagged. In addition, fine vertical lines were observed at the opening/rim of the upper fitment. These observations are an indication of stress and signify that leverage was likely applied at this area causing the break and resulting leak. The cause of the breakage was due to an outside force being applied to the component during use. The root cause of the outside force could not be identified.

Event description:
It was reported that the tubing set was received as an unexpected return. Upon further observation of the product, it was found that the tubing set was separated. The customer later stated that there was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set was received as an unexpected return. Upon observation of the product, it was found that the tubing set was separated. The customer later stated that there was no patient involvement.